Event description:
It was reported that a spectrum iq infusion pump under infused while administering blood during therapy. The pump alerted that the infusion was complete and showed that 401 ml of blood had been transfused and completed; however, the bag of blood contained 200 ml of blood remaining. Upon inspection it was noted that the intravenous (IV) blood filter drops were very slow. The pump was replaced with a new one and the infusion completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow rate accuracy and was found to under infuse greater than 5%. A review of the event history log did not show a blood infusion on the reported event date but rather eight (8) days prior. The user started an infusion of blood "rate - 125 ml/hr, vtbi - 381 ml". After that the user pressed review key, hard limit acknowledged rate - 200 ml/hr, soft limit exceeded, vtbi 250 ml and 381 ml was given to the patient. The user stopped the pump with vtbi 231 ml and 401 ml was given to the patient. The user did not resume the infusion. The history log cannot be used to determine the actual volume in the IV bag at a given time. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate requires adjustment and the door and hooks, as well as the m2/m3 springs to address this issue. Should additional relevant information become available, a supplemental report will be submitted.